Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was admitted to the intensive care unit on (B)(6) 2026, with a reported blood glucose (bg) level greater than 800 mg/dl. The patient reported being unsure of the cause of the elevated bg levels but noted receiving an automated delivery restriction (adr) alarm that day while using the system in manual mode. The adr is a feature designed to temporarily remove the user from automated mode when blood glucose values are high, low, or missing due to absent sensor readings. The patient reported being informed by hospital staff that she had a "ti". It was felt the patient's reference to "ti" was possibly referring to a transient ischemic attack (tia). The patient also has stage IV or v kidney failure. Diabetic ketoacidosis was ruled out during hospital evaluation. The patient¿s blood pressure was reported as 154/100 at the hospital. The patient also reported a history of both hyperglycemia and hypoglycemia even prior to omnipod use. Hospital treatment included insulin administration via drip and injections, as well as fluids. The patient was discharged on (B)(6) 2026.